Event description:
Aventis case ID: (B)(4). Initial report: this non-serious spontaneous case report from (B)(6) was reported by a physician to our local affiliate (B)(4). This case involves a female pt who received poly-l-lactic acid (sculptra) therapy sometime in 2008. Relevant medical history and concomitant medication info were not mentioned. On an unk date, the pt developed lumps to the depressor anguli oris (left and right sides). The reporter stated that the pt was instructed to massage post injection, but did not do so. Event outcome was not reported. Reporter's causality assessment: not provided. Addendum for follow-up info received on 20-jul and 22-jul-2009 respectively were processed together: a ptc (pharmaceutical product complaint) was initiated: (B)(4). The physician reported that poly-l-lactic acid was reconstituted with sterile water and lidocaine (xylocaine) was added (1 ml of 1% 50 mg/5 ml). The dilution was 5 mls of sterilized water. Total volume injected in each side of the face was 3 ml. The event began on (B)(6) 2008 and the pt is recovering as the lumps are dissipating slowly. Reporter's causality assessment: unlikely.